Event description:
During a pvi procedure, before transseptal puncture, air was aspirated. The sheath was replaced but the same issue occurred. The sheath was replaced again, and the procedure was completed with no adverse patient consequences.